Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on first firing of stapler on the stomach, the staple line was incomplete centrally. Another reload was placed on the same handle and finished the staple line. There was no patient injury.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 1219930-2018-04565, any additional information received in the future will be captured and submitted under the report number 1219930-2018-04565. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of product event : (B)(4).